Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change, skipped scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment for the left eye was performed successfully without interruption. The user has performed an energy check before this patient. No technical problem can be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he had performed photorefractive keratectomy (prk) for left eye (os). At three weeks post operative there was a significant degree of temporal stepping and nasal flattening that was causing significant cylindrical and decreased visual acuity. Physician was not aware of anything unusual during surgery other than the light had to be turned down to achieve iris registration and was not able to see the eye well during laser application. Additional information received. The patient had blurry vision and was prescribed with treatment medications.